Event description:
It was reported that the ventilator experienced a proximal pressure line disconnect during clinical use. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The device was evaluated by the international philips field service engineers (fse). The reported issue could not be duplicated by the test run performed. The device checking was performed and no abnormality was confirmed.